Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture thresholds. Fracture was suspected. The lead was explanted and successfully replaced. There were no patient consequences.